Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) and thyrotropin results on their e411 analyzer. The customer provided data for one patient for hcgb which is a reportable malfunction. The patient's initial hcgb result was 11.13 miu/ml. The sample was repeated and the result was 0.100 miu/ml accompanied by a data flag. The customer confirmed the negative result using a card test method. A negative result was reported outside the laboratory. The patient was not adversely affected by this event. The hcgb reagent lot number and expiration date were requested but not provided. The field service representative performed a full maintenance on the analyzer. He adjusted the high voltage and performed a blank cell calibration.

Manufacturer narrative:
This event occurred in (B)(6).